Manufacturer narrative:
During an onsite visit, the tm (territory manager) performed a full system check and no problem was found, optical path was cleaned as a preventive measure. The system meets service installation record. Requirements a review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. According to clinical support, rainbow glare effect is a general side effect that is mentioned in the laser manuals. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A company representative reported some cases of rainbow glare after refractive procedures. Additional information has been requested.